Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin continued to squirt during prime process and insulin continued to drip after motor stopped. Pump was not able to exit the "preparing to prime" loop. Customer's blood glucose was 15.2 mmol/l. During troubleshooting, insulin pump did not beep nor did numbers appear on screen. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, displacement test and rewind. We were unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to prime alarm. No rewind anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.